Event description:
Patient was shopping and got bumped into causing battery belt used to power freestyle oxygen concentrator to drop to the floor. The impact caused the battery to pop and catch fire, which was extinguished by pouring soda on it. There were no injuries.

Manufacturer narrative:
Waiting for the device to return to be evaluated. Follow-up report will be submitted after the evaluation is completed.